Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while the client was trying to interrogate a device, an error occurred with the programmer. Also noted was that a software update was recently done. Technical services provided assistance in resolving the issue by verifying that the software install did not complete. Directed the client to reinstall the software. No patient complications were reported as a result of this event.